Event description:
It was reported that a patient incident occurred with a hybridknife® flex t-types (knife) during a removal of an anal tumor. No information was provided regarding any other equipment, accessories, or settings employed during the incident. Per the report, the electrode on the knife "fell off" during the procedure. There was no report of any patient injury.

Manufacturer narrative:
The hybridknife® flex t-types (knife) was sent to erbe for examination. The inspection of the returned knife reveled the electrode was no longer attached to the body. The electrode was not included for examination; therefore, the opposite edge of the break location could not be assessed. Visually, the weld seam adjoining the electrode to the body was no longer completely intact on the knife. No anomalies were found in the review of the device history record (DHR) for the lot of the hybridknife® flex t-type (knife). Based on the reported incident, there are most likely many factors involved with the reported event (i.e., equipment settings, activation times, endoscopic technique, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the event.